Event description:
Site reported after doing a septoplasty and then re-registered with tracer, but then the surgeon felt inaccurate by 5mm left to right. He had checked accuracy on the tip of the nose with the straight suction and also checked the middle turbinet. Surgeon completed surgery with navigation. No impact on pt outcome reported.

Manufacturer narrative:
Per software investigation, engineer investigated the record and could not determined that the event was software defect. The user should be trained to verify the accuracy of the sys during the verify accuracy step, and if accuracy error is detected, they should re-register to remove registration error. This is not a software defect.